Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoirs no leak. Did not continue dripping insulin after test.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose level and customer alleged insulin pump was over delivering. Customer current blood glucose level did not know. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleged that insulin pump was over delivering because it kept going low at night and have to suspend it manually. Customer was assisted with troubleshooting for low blood glucose. The insulin pump and reservoir will be returned for analysis.